Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event was (B)(6) 2017. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacture was 05/24/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6293869. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after a nurse inserted a 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter and pushed the safety activation button, the needle failed to retract. There was no report of injury or medical intervention.